Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. If the sample is received, a follow-up report will be submitted with the investigation results.

Event description:
The complaint is reported as: the circuit melted during use on a patient. No patient injury reported. The current condition of the patient is listed as fine.